Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 14 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in the apical lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.